Event description:
The pt received her scs system on (B)(6) 2011. It was reported the pt was diagnosed with a pocket infection. The physician placed the pt on antibiotics, and was monitoring the pt closely. The system was not removed. A follow up appointment with the physician on (B)(6) 2011 identified improvement at the incision site. The physician instructed the pt to complete the antibiotics and scheduled another follow up appointment.

Manufacturer narrative:
Eval - method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion- the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.